Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician suspected the calculation of the remaining battery life for the pacemaker to be incorrect. The battery notation seemed to be too long. Patient would be further monitored. The patient did not suffer any consequences.